Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead had a gradual rise in impedance from 494 ohms reaching 1938 ohms the week of (B)(6) 2014. It was also noted that capture threshold abruptly rose beginning 2014 (B)(6) requiring outputs of 6 volts and 0.6ms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead measurements have shown a steady increase in pacing impedance and capture thresholds since being implanted in 2010. The physician questioned the integrity of the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.